Manufacturer narrative:
(B)(4). Batch # n9348j. The analysis results found that the b15lt device was returned with no damaged in the external components. During the evaluation of the instrument, the obturator was inserted into the sleeve assembly and upon insertion it was confirmed that the obturator did not go through the universal seal as intended. The universal seal was measured and it belongs to a 12 mm device. The condition of the incorrect component is related to the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred when the device was fired on the proximal end of the inferior mesenteric artery at the 2nd firing. The device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.